Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on small bowel transection and anastomosis during an open total gastrectomy, the surgeon noticed oozing at distal tip immediately after firing of stapler. It was also reported that the final few staples were not properly formed or appeared different than most. The surgeon over-sewed staple line to repair concerning area and to complete the case. This resulted to extend surgical time of more than 30 minutes.